Event description:
A (B) (6) female pt underwent aaa repair on (B) (6) 2009 utilizing another MFR's endografts. It was noted that the pt's arterial anatomy was extremely diseased and substantial calcification was present throughout the aorta and the iliac arteries. It was also noted that the pt had a previous femoral-popliteal bypass approx. Two years prior. The pt also has history of vascular disease. Angioplasty was performed bilaterally within the iliac arteries due to the narrow vessel diameters and calcification. The trunk-ipsilateral leg component was placed on the right side without complication. A 12 french cook sheath was placed on the left. Prior to placing the first iliac extender component on the left, angiography demonstrated a dissection in the left common iliac artery. It was unk if the angioplasty or the sheath may have caused the dissection. Iliac artery diameters measured between 6-10 millimeters and became more narrowed distally. Two iliac extender components were placed resolving the dissection. Doppler demonstrated good pulse and the pt tolerated the procedure.

Manufacturer narrative:
No product was returned to assist in this investigation. A review of our records for this customer revealed that no cook 12 fr or larger sheath has been shipped during the time beginning 01/01/2007; therefore, it is likely the sheath involved in this event was from another MFR. We are continuing our monitoring of similar complaints.